Event description:
N/a.

Manufacturer narrative:
Additional information: e1 (state: (B)(6) ). A getinge fse was dispatched to evaluate the unit. The fse reported multiple errors. Based on the errors and observed results (atmospheric and drive pressure x2 reading zero) amongst other errors, I suspect that the pneumatic interface to backplane cable is faulty and needs to be replaced. Managed to get the device working intermittently, bute fault re-appeared. Pneumatic interface to backplane cable needs to be replaced. Device in transit to nsw/qld. The repair will need to be carried out in the state that the device will be in as parts will need to be ordered. During testing we have found that the pim tests, pressure, vacuum and leak test failed. Replaced safety disk, pim module but still its failing the test. Extract the log files and sending to the factory. Replaced the backplane to pne cable. Performed the calibrations. Device is working within specifications.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a power up test failure. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.